Event description:
Hcp reported inflammatory mass on 8/14/2002. Health care provider reported the pt's right leg went out from under them during water aerobics. Xray ordered to check placement of catheter due to increased pain. The pt will follow up with their primary care physician. The pt will require surgery. The event is ongoing: pt will require surgery.